Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, thirteen years five months of post deployment, a computed tomography (CT) abdomen and pelvis without contrast showed that there was caval perforation. There were grade 3 perforations of 2 o'clock and 4 o'clock struts, that abutted lateral aspect of aorta. Grade 3 perforation of 6 o'clock strut abutted anterior l3 vertebral body. Grade 2 perforation extended 0.55 cm of the 8 o'clock strut. Grade 2 perforation extended 0.39 cm of the 10 o'clock strut. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc).the definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4: (expiry date: 12/2008). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with right lower extremity deep vein thrombosis and inability to anti-coagulate. Approximately thirteen years and five months post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that the filter struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with right lower extremity deep vein thrombosis and inability to anti-coagulate. Approximately thirteen years and five months post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that the filter struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.